Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-04335, 1627487-2021-16751, 1627487-2021-16752. It was reported that the patient had an infection at the lead site. The patient was prescribed oral antibiotics. In turn, the patient underwent surgical intervention wherein the entire system was explanted to address the issue. Reportedly, the issue was resolved.